Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. It was noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure.